Event description:
Reportedly, the anvil of the instruments did not tilt after the instruments were fired. The instruments could not be removed. A post resection had to be done. Procedure: gastrectomy.